Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ postlaminectomy pain. It was reported that the caller believed the battery was starting to give out because it would not take a charge and it was hurting the patient through his skin when it does take a charge. Caller clarified the neurostimulator (ins) battery charge was not lasting as long as it used to. Caller stated it used to last around a week but now it only lasted 2-3 days. Caller mentioned the patient had their stimulator on 24/7. Patient services (pss) reviewed longevity information for rechargeable batteries and redirected to healthcare provider. No further complications were reported/anticipated.